Manufacturer narrative:
Batch record review was performed including all production processes: compounding, filling, and packaging processes; no deviations (no related anomalies) were noted and all processes were compliant. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. All pertinent info available to the MFR has been submitted.

Event description:
A maude event report (B)(4) was received which reported that a pt experienced a corneal ulcer, with a positive culture of pseudomonas aeruginosa, in the left eye (os) after wearing contact lenses soaked in complete multi-purpose solution easy rub formula. The pt used the product in 2012. The pt's contact lens case, and bottle of solution also reportedly tested positive for pseudomonas aeruginosa. The pt's ulcer responded to intensive topical antibiotic treatment without loss of the eye, but the pt's vision was reduced to <20/40 os due to scar tissue.